Manufacturer narrative:
Intl service performed; no parts returned due to customs.

Event description:
The international customer reported pre-operational testing of the ventilator failed as unable to open the exhalation autozero solenoid. During normal operation, the reported failure could result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient at the time of the reported failure, therefore, there was no patient involvement or harm. The customer replaced the main pcb board and 3 station solenoid to correct the finding.